Event description:
Pt with a pelvic mass. An endoscopic device malfunctioned. The staple cartridge fell off/malfunctioned inside the pt's pelvic cavity. The case was delayed while another cartridge was located. No pt harm occurred.